Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that while upgrading from 770g to 780g, the pump would not communicate with her phone for 3 days. She had lows and highs at night and did not hear her alarm. No treatment was mentioned for the low and high. Troubleshooting was not done. Helpline could not reach the customer. Pump was likely used within 48 hours of the high and low. It was unknown if smartguard was used. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and mobile device and didn't hear any alarm. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), and others. The event involved product(s) mmt-1884, mmt-7020la, mmt-6101, mmt-332a, and mmt-397a. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884. No product return is required for mmt-7020la. No product return is required for mmt-6101. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.